Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after a merlin.net transmission revealed that the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed. No patient symptoms were reported.